Event description:
It was reported that a patient's device triggered elective replacement indicator (eri) due to a dual chamber measurement lock up. The battery voltage and longevity were updated and corrected after further interrogation. The physician decided to explant and replace the device due to the patient's elderly and pacemaker dependent status. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed that no anomalies were found. (B)(4).